Manufacturer narrative:
Qc prior to and after the event was within the lab-established ranges. A field service engineer (fse) found a crack in the electrolyte injection cup (eic) and replaced the cup. The fse serviced the eic valve and replaced the carbon bridge. The fse verified the instrument's performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) and chloride (cl), results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The results were reported out of the lab. When the customer noticed the low results, the samples were retested and reports amended. The customer amended na, k, cl, and co2 for all patients. The differences in the k and co2 results were all within the precision of the assay. Treatment was not initiated or withheld based upon the false results reported.